Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('total hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and oophorectomy ("oophorectomy") and experienced menopausal symptoms ("premenopausal ovarian hormone deficiency"), osteoporosis ("osteoporosis"), arteriosclerosis ("atherosclerosis") and dementia ("dementia"). The patient was treated with surgery (total hysterectomy). Essure was removed. The reporter considered arteriosclerosis, dementia, medical device removal, menopausal symptoms, oophorectomy and osteoporosis to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- total hysterectomy, oophorectomy, atherosclerosis, dementia,premenopausal ovarian hormone deficiency,osteoporosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('total hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and oophorectomy ("oophorectomy") and experienced menopause ("premenopausal ovarian hormone deficiency"), osteoporosis ("osteoporosis"), arteriosclerosis ("atherosclerosis") and dementia ("dementia"). The patient was treated with surgery (total hysterectomy). Essure was removed. The reporter considered arteriosclerosis, dementia, medical device removal, menopause, oophorectomy and osteoporosis to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- total hysterectomy, oophorectomy, atherosclerosis, dementia,premenopausal ovarian hormone deficiency,osteoporosis. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.